Event description:
The skull clamp was involved in an incident while in contact with a pt. Thept sustained a laceration.

Manufacturer narrative:
The hosp reported an incident to the integra neurospec, who examined the equipment involved, and found no functional issue. The hosp then forwarded the equipment to their internal svc dept. The neurospec reported that the pt was undergoing a posterior cervical procedure during which, the pt sustained the reported laceration. Both the surgeon and the physician assistant stated that the equipment did not fail, but rather "excessive pressure, or the force they applying to set some screws during the case" contributed to the incident. The nurse mgr was contacted, confirmed the physician's report and was satisfied with condition of the equipment. The device was not returned to the MFR for further evaluation.